Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress due to the reported trauma seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The hearing performance with the device is affected. Furthermore, affected channels have been observed. Reportedly, the user fell while playing on (B)(6) 2022 and is not responding to sound since this event. The user has been re-implanted.

Event description:
The hearing performance with the device is affected. Furthermore, affected channels have been observed. Reportedly, the user fell while playing on the (B)(6) 2022 and is not responding to sound since this event. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The hearing performance with the device is affected. Furthermore, affected channels have been observed. Reportedly, the user fell while playing on (B)(6) 2022 and is not responding to sound since this event. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.